Event description:
Device 4 of 4. Reference MFR. Report #1627487-2019-00745. Reference MFR. Report #1627487-2019-00746. Reference MFR. Report #1627487-2019-00747. It was reported the patient lost effective coverage due to the drg leads migrating after multiple falls. The patient underwent surgical intervention where the leads were explanted and replaced restoring therapy.